Event description:
It was reported that a small volume folfusor underinfused; further described as half deflated. This was observed during use. The device was filled with unspecified medication with a total volume of 115ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured from december 02, 2021 - december 03, 2021. The actual device was received for evaluation with 31 ml of residual drug fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.